Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received. (B)(4).

Event description:
According to the reporter, when the stapler was fired for anastomosis on the small bowel, the bowel was left open and bleeding. Staples had fired. To correct the condition, the small bowel was resected and restapled. There was unanticipated tissue loss. No reinforcement material was used. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.